Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: intravascular administration set medical device type: fpa a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. FDA device problem code: (B)(4), FDA patient problem code: (B)(4).

Event description:
It was reported that blood leaked from the bd vacutainer® ultratouch¿ push button blood collection set inside the holder during use. This occurred on 300 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: "started to use bd ultratouch push button blood collection set and suh about 2 weeks ago and is making a complaint that blood is leaking inside the holder during blood collection, which is then staining tubes."

Event description:
It was reported that blood leaked from the bd vacutainer® ultratouch¿ push button blood collection set inside the holder during use. This occurred on 300 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter, translated from japanese to english: "started to use bd ultratouch push button blood collection set and suh about 2 weeks ago and is making a complaint that blood is leaking inside the holder during blood collection, which is then staining tubes."

Manufacturer narrative:
H.6. Investigation: eighteen (18) photos were received for review and analysis. The photos show blood leakage from the rubber sleeve on the non-patient end of the product, confirming the indicated complaint. In addition, bd japan received 30 actual samples and confirmed that some dots of blood were attached inside the holders. Bdj showed 5 representative samples that were further observed with a microscope and it was found that there was a small size cut on the top of rubber sleeves on 4 samples. In addition, thirty (30) retention samples were tested and visually inspected for a damaged np sleeve. All samples passed the leakage test as well as the visual inspection with no defects observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. The most likely cause is coring of the rubber sleeve by the cannula. This can occur due to too many blood draws performed using the same device on different tubes.